Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break inside the patient. Patient code e2008 captures the reportable event of unretrieved device fragment. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f1001 captures the reportable event of rescheduled procedure.

Event description:
It was reported that a percuflex ureteral stent was used in a ureteral stent placement procedure in the ureter. During the procedure, there was difficulty in placing the stent and required multiple deployment attempts. It was noticed that a portion of the stent broke off, and the broken piece of stent remained in the ureter, rendering the procedure incomplete. The retained stent fragment was subsequently removed in a later procedure. There were no patient complications reported as a result of this event.